Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (over 600 mg/dl) reading on his paradigm link blood glucose meter at 8:30pm in 2007. At this time, it was reported that he administered insulin to himself, the amount not stated. According to the reporter, he spent time with an ill son that weekend and though he may be coming down with the stomach virus as well. Less than two hours later, at 10:30pm, reporter set out driving on a business trip. At approximately 12:53am was allegedly in an automobile accident and the paramedics received a 19 mg/dl on their unknown brand of blood glucose meter. Reporter alleges that his meter still read hi (over 600 mg/dl) at the same time as the paramedics blood glucose reading. The meter and test strips were returned to nova biomedical for evaluation.

Manufacturer narrative:
Nova biomedical received both blood glucose meter and test strips for evaluation. The test strips showed a visual observation of the presence of dark chemistry indicating that the vial of test strips had been compromised. The blood glucose meter met all specifications during the examination. There was no visual damage to the meter. It displayed all segments, passed a check strip test and software testing. A cause of the alleged event as reported could not be determined.